Event description:
It was reported that during surgery, the surgeon disconnected the device and noted there was blood in the header. He suspected a "leaking header", explanted, and replaced the device. No patient complications were reported as a result of this event and the patient outcome was noted to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.